Event description:
As reported, during a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, a slow and controlled inflation technique was used and the balloon partially ruptured (circumferential) at full valve deployment with 2 extra ccs. The balloon components were successfully recaptured into the esheath+ and removed from patient. The patient was stable throughout procedure and access closure.

Manufacturer narrative:
Device not expected back. Investigation is ongoing.

Manufacturer narrative:
As no device was returned for evaluation, no visual inspection, functional testing or dimensional testing could be performed. A picture of the burst balloon was provided by the site for evaluation which showed a radial balloon burst. Per additional information provided there was minimal calcium in the annulus/leaflets. The calcium score was determined by the site as 463. No bav was performed. The device history review (DHR) related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. As a technical summary written by edwards lifesciences applies to this complaint event, an engineering evaluation, complaint history review and lot history review are not required. Review of manufacturing mitigations, IFU/training material is captured in the technical summary. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed through evaluation of provided imaginary. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, there was calcification in the patient's annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.